Event description:
It was reported that during the implant procedure, right ventricular pacing impedance measurements were in the 1,500-1,600 ohm range. All other measurements were within an acceptable range. The high impedance was suspected to be due to a poor connection. The lead was removed from the header and reinserted with measurements in the 800-900 ohm range. Images were sent for review with artifact noted. Technical services discussed the artifact appeared to be air bubbles which usually resolve in 24 hours. This device remains in service. No adverse patient effects were reported.